Event description:
The customer reported that the system locked up during a case. The system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.